Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the adc sensor and stated the readings obtained were higher than what was felt. As a result, the customer experienced a loss of consciousness; however, no third-party treatment was reported after the customer regained consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.